Event description:
"During dilatation of the re-stenosis of the left subclavian vein of the patient who has a stent implanted a year ago, the balloon was perforated at nominal working pressure while it was being inflated by use of an injector. The balloon was burst into two pieces and the shaft of the balloon stuck to the guidewire and it was not separated from guidewire easily."